Event description:
It was reported that the patient died. The patient presented with triple vessel disease (tvd). The target lesion was located in the proximal to middle left circumflex artery (lcx). A 1.75 mm rotapro was selected for percutaneous transluminal coronary angioplasty (ptca) with rotablation. During the procedure, the patient developed cardiogenic shock, and the patient condition progressively worsened. Despite multiple attempts at cardiopulmonary resuscitation (CPR) and shocks from an automated external defibrillator (AED), the patient's condition failed to improve. The patient was subsequently placed on a ventilator, and the procedure was discontinued due to the patient's condition worsened. Unfortunately, the patient passed away. The official cause of death is cardiac arrest.